Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. A36619-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression. Previously administered products included for an unreported indication: zoloft and mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy blood clotting"), blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding/heavy bleeding / heavy blood clotting"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), dysmenorrhoea ("painful cycles"), menstruation irregular ("irregular periods / sick from cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, genital haemorrhage, abdominal pain, back pain, metrorrhagia, fatigue, dysmenorrhoea, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia and general abnormal bleeding confirmed placement with 3 coils showing on each os. Lot number reported (a36619) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. A36619-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression. Previously administered products included for an unreported indication: zoloft and mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy blood clotting"), blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding/heavy bleeding / heavy blood clotting"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), dysmenorrhoea ("painful cycles"), menstruation irregular ("irregular periods / sick from cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, genital haemorrhage, abdominal pain, back pain, metrorrhagia, fatigue, dysmenorrhoea, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia and general abnormal bleeding confirmed placement with 3 coils showing on each os. Lot number: a36619. Lot number reported (a36619) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. A36619-invalid, a36519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression, ovarian cyst, stress urinary incontinence, menses irregular, pap smear abnormal, asthma, bipolar disorder, insomnia, major depressive disorder, migraine, sleep apnea, cough, nasal congestion, shortness of breath, wheezing, spotting vaginal, burning micturition, hematuria, urinary tract infection, pyelonephritis, dysuria, anaphylactic reaction to drug, upper respiratory infection, weakness, general body pain, chronic bronchitis, cholecystectomy, hypokalemia, pain ankle, pain in extremity, sleep apnea, constipation, flank pain, morbid obesity, neck pain, acute pharyngitis, mood swings, decreased appetite, suicidal ideation, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, viral labyrinthitis, stress incontinence, low back pain, acute pharyngitis, candidiasis, cellulitis of foot, chest pain, sarcoptes scabeii infestation, otitis externa, ligament sprain, torticollis, renal stone, osteoarthritis, post-traumatic stress disorder, cystourethroscopy, cystoscopy, abdominal tenderness, migraine without aura, metrorrhagia, uterine bleeding, otitis, allergic urticaria, continuous positive airway pressure, gastroesophageal reflux disease, antiphospholipid syndrome, foot fracture, epicondylitis, seasonal allergic rhinitis, urethral hypermobility, rectocele, vitamin b12 decreased, arnold-chiari malformation type I, thyroid nodule, grief reaction, sore throat, cervical biopsy, colporrhaphy, allergic reaction to analgesics, urethral hypermobility, multiparous, multigravida and adhesion. Previously administered products included for an unreported indication: prochlorperazine, prednisone, cetirizine, sertraline, oxybutynin, zolmitriptan, topiramate, mirena, zoloft, acetaminophen, imitrex, albuterol, ambien, ibuprofen, zoloft and ondansetron. Family history included diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy blood clotting"), blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding/heavy bleeding / heavy blood clotting"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), dysmenorrhoea ("painful cycles"), menstruation irregular ("irregular periods / sick from cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, genital haemorrhage, abdominal pain, back pain, metrorrhagia, fatigue, dysmenorrhoea, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia and general abnormal bleeding confirmed placement with 3 coils showing on each os discrepancy noted in date of insertion: (B)(6) 2013 (as per mr) -essure device was unable to be visualized in either ostia polypoid tissue noted in the 6 o'clock position, otherwise normal appearing uterine cavity. Procedure: bilateral ostia were visualized, however the essure devices were unable to be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Bilateral tubal occlusion. 2. Small density in the right hemipelvis resembling a surgical clip. Clinical correlation is recommended.. Lot number reported (a36619) is not valid. Most recent follow-up information incorporated above includes: on 7-jan-2021: mr received: lot number, patient demographic were updated. Medical history, lab data, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain'). In an adult female patient who had essure (batch no. A36619-inv, a36519), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo essure confirmation test". The patient's medical history included: depression, ovarian cyst, stress urinary incontinence, menses irregular, pap smear abnormal, asthma, bipolar disorder, insomnia, major depressive disorder, migraine, sleep apnea, cough, nasal congestion, shortness of breath, wheezing, spotting vaginal, burning micturition, hematuria, urinary tract infection, pyelonephritis, dysuria, anaphylactic reaction to drug, upper respiratory infection, weakness, general body pain, chronic bronchitis, cholecystectomy, hypokalemia, pain ankle, pain in extremity, sleep apnea, constipation, flank pain, morbid obesity, neck pain, acute pharyngitis, mood swings, decreased appetite, suicidal ideation, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, viral labyrinthitis, stress incontinence, low back pain, acute pharyngitis, candidiasis, cellulitis of foot, chest pain, sarcoptes scabeii infestation, otitis externa, ligament sprain, torticollis, renal stone, osteoarthritis, post-traumatic stress disorder, cystourethroscopy, cystoscopy, abdominal tenderness, migraine without aura, metrorrhagia, uterine bleeding, otitis, allergic urticaria, continuous positive airway pressure, gastroesophageal reflux disease, antiphospholipid syndrome, foot fracture, epicondylitis, seasonal allergic rhinitis, urethral hypermobility, rectocele, vitamin b12 decreased, arnold-chiari malformation type I, thyroid nodule, grief reaction, sore throat, cervical biopsy, colporrhaphy, allergic reaction to analgesics, urethral hypermobility, multiparous, multigravida and adhesion. Previously administered products, included for an unreported indication: prochlorperazine, prednisone, cetirizine, sertraline, oxybutynin, zolmitriptan, topiramate, mirena, zoloft, acetaminophen, imitrex, albuterol, ambien, ibuprofen, zoloft and ondansetron. Concurrent conditions included: knee pain and anxiety. Family history included: diabetes mellitus. Concomitant products included: cetirizine hydrochloride (zyrtec), fluticasone propionate;salmeterol xinafoate (wixela inhub), meloxicam, prochlorperazine, salbutamol (albuterol) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy blood clotting"), dysmenorrhoea ("painful cycles/dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding/heavy bleeding/heavy blood clotting"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and menstruation irregular ("irregular periods/sick from cycles"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved. And the blood loss anaemia, genital haemorrhage, abdominal pain, back pain, metrorrhagia, fatigue and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia and general abnormal bleeding. Confirmed placement with 3 coils showing on each os. Discrepancy noted, in date of insertion: (B)(6) 2013(as per mr). Essure device was unable to be visualized in either ostia polypoid tissue, noted in the 6 o'clock position. Otherwise normal appearing uterine cavity. Procedure: bilateral ostia were visualized. However, the essure devices were unable to be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, 1. Bilateral tubal occlusion. 2. Small density in the right hemipelvis resembling a surgical clip. Clinical correlation is recommended. Lot number reported (a36619) is not valid. Lot number#: a36519, manufacturing date: 2012-08, expiration date: 2015-08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. A36619- not valid, a36519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression, ovarian cyst, stress urinary incontinence, menses irregular, pap smear abnormal, asthma, bipolar disorder, insomnia, major depressive disorder, migraine, sleep apnea, cough, nasal congestion, shortness of breath, wheezing, spotting vaginal, burning micturition, hematuria, urinary tract infection, pyelonephritis, dysuria, anaphylactic reaction to drug, upper respiratory infection, weakness, general body pain, chronic bronchitis, cholecystectomy, hypokalemia, pain ankle, pain in extremity, sleep apnea, constipation, flank pain, morbid obesity, neck pain, acute pharyngitis, mood swings, decreased appetite, suicidal ideation, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, viral labyrinthitis, stress incontinence, low back pain, acute pharyngitis, candidiasis, cellulitis of foot, chest pain, sarcoptes scabeii infestation, otitis externa, ligament sprain, torticollis, renal stone, osteoarthritis, post-traumatic stress disorder, cystourethroscopy, cystoscopy, abdominal tenderness, migraine without aura, metrorrhagia, uterine bleeding, otitis, allergic urticaria, continuous positive airway pressure, gastroesophageal reflux disease, antiphospholipid syndrome, foot fracture, epicondylitis, seasonal allergic rhinitis, urethral hypermobility, rectocele, vitamin b12 decreased, arnold-chiari malformation type I, thyroid nodule, grief reaction, sore throat, cervical biopsy, colporrhaphy, allergic reaction to analgesics, urethral hypermobility, multiparous, multigravida and adhesion. Previously administered products included for an unreported indication: prochlorperazine, prednisone, cetirizine, sertraline, oxybutynin, zolmitriptan, topiramate, mirena, zoloft, acetaminophen, imitrex, albuterol, ambien, ibuprofen, zoloft and ondansetron. Concurrent conditions included knee pain and anxiety. Family history included diabetes mellitus. Concomitant products included cetirizine hydrochloride (zyrtec), fluticasone propionate;salmeterol xinafoate (wixela inhub), meloxicam, prochlorperazine, salbutamol (albuterol) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy blood clotting"), dysmenorrhoea ("painful cycles/ dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding/heavy bleeding / heavy blood clotting"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and menstruation irregular ("irregular periods / sick from cycles"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the blood loss anaemia, genital haemorrhage, abdominal pain, back pain, metrorrhagia, fatigue and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia and general abnormal bleeding confirmed placement with 3 coils showing on each os discrepancy noted in date of insertion: (B)(6) 2013(as per mr) essure device was unable to be visualized in either ostia polypoid tissue noted in the 6 o'clock position, otherwise normal appearing uterine cavity. Procedure: bilateral ostia were visualized, however the essure devices were unable to be seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: 1. Bilateral tubal occlusion. 2. Small density in the right hemipelvis resembling a surgical clip. Clinical correlation is recommended.. Lot number reported (a36619) is not valid. Most recent follow-up information incorporated above includes: on 11-jan-2021: pfs and medical record received. Event outcomes were updated to recovered for dysmenorrhea, pelvic pain, vaginal haemorrhage, menorrhagia. Reporters information, concomitant drugs, and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain') in an adult female patient who had essure (batch no. A36619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression. Previously administered products included for an unreported indication: zoloft and mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy blood clotting"), blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding/heavy bleeding / heavy blood clotting"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), dysmenorrhoea ("painful cycles"), menstruation irregular ("irregular periods / sick from cycles") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, genital haemorrhage, abdominal pain, back pain, metrorrhagia, fatigue, dysmenorrhoea, menstruation irregular and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia and general abnormal bleeding confirmed placement with 3 coils showing on each os lot number: a36619. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs and mr received. Reporter information, lot number added. Events menorrhagia, genital hemorrhage, blood loss anemia downgraded to non-serious incident. Removal surgery added for event pelvic pain. Case became serious incident. Event: abnormal bleeding (vaginal), did not undergo essure confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.